Manufacturer narrative:
Qn#: (B)(4). The customer did not return the actual sample; however, they provided one photo for evaluation. Visual examination of the photo confirmed that the proximal luer hub was separated from the lumen. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The customer report of a luer hub separation was confirmed by evaluation of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the hub snapped off of the PICC line. The line had been placed and was in use for 3 days prior to the issue. The PICC line was replaced in the opposite arm. It was reported there was no patient injury or consequence as a result of this issue. The nurse noted white medication left in the lumen, either diprovan or "propofol", when replacing the line. The patient was intubated and in ICU. The patient's condition was reported as critical at the time of this report.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported the hub snapped off of the PICC line. The line had been placed and was in use for 3 days prior to the issue. The PICC line was replaced in the opposite arm. It was reported there was no patient injury or consequence as a result of this issue. The nurse noted white medication left in the lumen, either diprovan or propfol, when replacing the line. The patient was intubated and in ICU. The patient's condition was reported as critical at the time of this report.